Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. Factors that may contribute to difficult to remove, include, but are not limited to an interaction with patient anatomy, tissue or suture caught in the foot. It is possible the issue was related to patient anatomical conditions; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was resistance when removing the prostyle device after suture deployment. The suture had been successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures along with a non-abbott closure device. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.